Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device lot number, or serial number, not available. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. On (B)(6) 2015, a medtronic representative, following-up at the site, reported the staff states that all parts were retrieved and there was no patient impact. The broken instrument was swapped out with another and navigation proceeded with success. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot number provided was not a valid medtronic lot number therefore the device manufacture date was unavailable. A medtronic representative reported that the site would not allow us to remove the instrument from the facility. Images of the damaged device were returned to the manufacturer for analysis and showed signs of physical damage. Mechanical engineering review of the images found that the two balls that hold the instrument fell out because the drill hole (feature that holds them) most likely failed. The reported event was confirmed.

Event description:
A medtronic representative reported that, during a spine procedure, the ratcheting handle fell apart while in use. Some of the internal components of the handle were thought to have fallen out. The site requested a list of handle components to ensure no parts were unaccounted for. The site staff stated that all parts were retrieved and there was no patient impact. The surgeon opted to continue the procedure using a second ratcheting handle. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.